Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. There was no prime/fill anomaly or motor anomaly during testing. The low reservoir alarm functioned properly. The insulin pump had scratches on the display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose and issues with insulin pump. Customer's blood glucose level was 37 mg/dl. Customer advised during the fill tubing process they were unable to hear the motor. Customer advised they had issues with high blood glucose as well but they were able to prime successfully. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.